Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional information received and indicates the patient experienced a heart attack, however, did not indicate the patient is deceased. Request for clarification, circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one event for the same patient involving two separate products; associated MDR numbers: 1225714-2014-13713 and 1225714-2014-13714. The hardcopy 3500a form MFR report # 1225714-2014-13714 follow-up # 001 was timely submitted on 02/12/2016 to the office of center for devices and radiological health, stamped 02/12/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and or death on (B)(6) 2012 after use of the product.